Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/pelvic pain'), pregnancy with contraceptive device ('pregnancy (with complications)'), twin pregnancy ('twin intrauterine pregnancies') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous, multigravida, pregnancy (1997, 2000, 2004, 2005, 2006,), breast pain, yeast infection and flank pain. Total number of pregnancies:10+. Concurrent conditions included low back pain, vaginal yeast infection, vaginal discharge, itch, adverse drug reaction nos, tiredness, abdominal cramps, dizzy, sleepy, pain in extremity, tenderness, unilateral leg swelling, superficial thrombophlebitis and pregnancy with contraceptive device (pregnancy in 2007, (B)(6) 2011, 2013, (B)(6) 2016,). Concomitant products included ethinylestradiol;levonorgestrel (levora) since (B)(6) 2017 and etonogestrel (nexplanon) from (B)(6) 2015 to (B)(6) 2015 for contraception, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2017 for genital bleeding as well as ferrous sulfate since 1997. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish,"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 12 years 6 months after insertion of essure (ess205). On an unknown date, the patient was found to have a twin pregnancy (seriousness criterion medically significant) and high risk pregnancy ("high risk pregnancy") and experienced genital haemorrhage (seriousness criterion medically significant), device expulsion ("no evidence of essure device within the tube or in the pelvis or abdomen. Left fallopian tube which also had no evidence of essure device./migration"), abdominal pain ("abdominal pain") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (salpingectomy - bilateral). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and vaginal infection had resolved, the pregnancy with contraceptive device, twin pregnancy, device expulsion, high risk pregnancy, depression, anxiety and anaemia outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 10. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, anaemia, anxiety, depression, device expulsion, genital haemorrhage, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, twin pregnancy, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted - did not undergo essure confirmation test. The patient's right fallopian tube was identified and followed out to the fimbriated end with an atraumatic grasper. No evidence of essure device within the tube or in the pelvis or abdomen. Patient's left fallopian tube which also had no evidence of essure device. On (B)(6) 2018 bilateral salpingectomy laparoscopic was done as an alternative contraception. Received treatment for bleeding and migration? Yes. Plaintiff experienced other 4 pregnancies that were captured in cases (B)(4) (pregnancy in 2007), (B)(4) (pregnancy in 2011), (B)(4) (pregnancy in 2013), (B)(4) (pregnancy in 2016). Discrepancy noted in insertion dates: (B)(6) 2006, (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Hsg that showed bilateral occlusion.. Pregnancy test - on (B)(6) 2018: pregnancy test positive. Ultrasound pelvis - in 2010: weren't able to locate them on the u/s. Ultrasound scan vagina - on (B)(6) 2018: twin intrauterine pregnancies. Concerning the injuries reported in this case, the following one were reported via medical record : device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event pelvic pain, vaginal hemorrhage and menorrhagia were updated to recovered. Device removal-yes and surgery added to event pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/pelvic pain'), pregnancy with contraceptive device ('pregnancy (with complications)'), twin pregnancy ('twin intrauterine pregnancies') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous, multigravida, pregnancy (1997, 2000, 2004, 2005, 2006,), breast pain, yeast infection and flank pain. Total number of pregnancies:10+. Concurrent conditions included low back pain, vaginal yeast infection, vaginal discharge, itch, adverse drug reaction nos, tiredness, abdominal cramps, dizzy, sleepy, pain in extremity, tenderness, unilateral leg swelling, superficial thrombophlebitis and pregnancy with contraceptive device (pregnancy in 2007, (B)(6)2011, 2013, (B)(6)2016,). Concomitant products included ethinylestradiol;levonorgestrel (levora) since (B)(6) 2017 and etonogestrel (nexplanon) from (B)(6) 2015 for contraception, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2017 for genital bleeding as well as ferrous sulfate since 1997. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish,"). On (B)(6)2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 12 years 6 months after insertion of essure (ess205). On an unknown date, the patient was found to have a twin pregnancy (seriousness criterion medically significant) and high risk pregnancy ("high risk pregnancy") and experienced genital haemorrhage (seriousness criterion medically significant), device expulsion ("no evidence of essure device within the tube or in the pelvis or abdomen. Left fallopian tube which also had no evidence of essure device./migration"), abdominal pain ("abdominal pain") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (salpingectomy - bilateral). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and vaginal infection had resolved, the pregnancy with contraceptive device, twin pregnancy, device expulsion, high risk pregnancy, depression, anxiety and anaemia outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 10. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, anaemia, anxiety, depression, device expulsion, genital haemorrhage, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, twin pregnancy, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted - did not undergo essure confirmation test. The patient's right fallopian tube was identified and followed out to the fimbriated end with an atraumatic grasper. No evidence of essure device within the tube or in the pelvis or abdomen. Patient's left fallopian tube which also had no evidence of essure device. On (B)(6)2018 bilateral salpingectomy laparoscopic was done as an alternative contraception. Received treatment for bleeding and migration? Yes. Plaintiff experienced other 4 pregnancies that were captured in cases (B)(4)(pregnancy in 2007), (B)(4) (pregnancy in 2011), (B)(4) (pregnancy in 2013), (B)(4) (pregnancy in 2016). Discrepancy noted in insertion dates: (B)(6)2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Hsg that showed bilateral occlusion.. Pregnancy test - on (B)(6)2018: pregnancy test positive. Ultrasound pelvis - in 2010: weren't able to locate them on the u/s. Ultrasound scan vagina - on (B)(6)2018: twin intrauterine pregnancies. Concerning the injuries reported in this case, the following one were reported via medical record : device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (with complications)'), twin pregnancy ('twin intrauterine pregnancies') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous, multigravida, pregnancy (1997, 2000, 2004, 2005, 2006,), breast pain, yeast infection and flank pain. Total number of pregnancies:10+. Concurrent conditions included low back pain, vaginal yeast infection, vaginal discharge, itch, adverse drug reaction nos, tiredness, abdominal cramps, dizzy, sleepy, pain in extremity, tenderness, unilateral leg swelling, superficial thrombophlebitis and pregnancy with contraceptive device (pregnancy in 2007, (B)(6) 2011, 2013, (B)(6) 2016,). Concomitant products included ethinylestradiol;levonorgestrel (levora) since (B)(6) 2017 and etonogestrel (nexplanon) from (B)(6) 2015 to (B)(6) 2015 for contraception, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2017 for genital bleeding as well as ferrous sulfate since 1997. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("plaintiff has suffered physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish,"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 12 years 6 months after insertion of essure (ess205). On an unknown date, the patient was found to have a twin pregnancy (seriousness criterion medically significant) and high risk pregnancy ("high risk pregnancy") and experienced genital haemorrhage (seriousness criterion medically significant), device expulsion ("no evidence of essure device within the tube or in the pelvis or abdomen. Left fallopian tube which also had no evidence of essure device./migration"), abdominal pain ("abdominal pain") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with nsaids and paracetamol (acetaminophen). At the time of the report, the pregnancy with contraceptive device, twin pregnancy, device expulsion, high risk pregnancy, vaginal haemorrhage, menorrhagia, depression, anxiety and anaemia outcome was unknown, the genital haemorrhage and vaginal infection had resolved and the pelvic pain and abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 10. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, anaemia, anxiety, depression, device expulsion, genital haemorrhage, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, twin pregnancy, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted - did not undergo essure confirmation test. The patient's right fallopian tube was identified and followed out to the fimbriated end with an atraumatic grasper. No evidence of essure device within the tube or in the pelvis or abdomen. Patient's left fallopian tube which also had no evidence of essure device. On (B)(6) 2018 bilateral salpingectomy laparoscopic was done as an alternative contraception. Received treatment for bleeding and migration? Yes. Plaintiff experienced other 4 pregnancies that were captured in cases 2019-166211 (pregnancy in 2007), 2019-166218 (pregnancy in 2011), 2019-166219 (pregnancy in 2013), 2019-166220 (pregnancy in 2016). Discrepancy noted in insertion dates: (B)(6) 2006, (B)(6) 2006 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Hsg that showed bilateral occlusion. Pregnancy test on (B)(6) 2018: pregnancy test positive. Ultrasound pelvis in 2010: weren't able to locate them on the u/s. Ultrasound scan vagina on (B)(6) 2018: twin intrauterine pregnancies. Concerning the injuries reported in this case, the following one were reported via medical record: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet received: new event anemia was added. Concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.